Event description:
Procedure type: unk. According to the reporter: the circular stapler did not completely cut tissue. The staplers formed properly, there was no additional blood loss. The surgical time was extended by more than 30 minutes. There was unanticipated loss or irreversible damage to tissue because stapler did not cut after firing and a scalpel was used to cut the issue and a new circular stapler was used to re-do the anastomosis.

Manufacturer narrative:
(B)(4).